Event description:
The customer reported the unit multiple error messages of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed and machine pressure sensor calibration data error. The customer also reported that the air and oxygen flow sensors are not recognized by the cpu. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.